Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion confirm meter was giving variable readings. Caller stated the confirm meter gave inaccurate readings of 26 and then 363 within couple minutes. Explained if the strip doesn't get enough blood can get a low reading that may not be accurate. She then said later she got 115 which she feels is correct. Did not want to troubleshoot, but she did say that she has read the manual. She used different fingers for the tests and stated strips are sucking up the blood. (B)(6) 2014 contacted customer to get further details, but she is refusing to answer questions regarding storage and blood testing technique. She stated she is a very private person and has read the user manual. She knows how to keep her supplies cool. She is not happy that the representative that she spoke with yesterday didn't get all of this information from her. She feels her time was wasted on the phone yesterday. She said she will not waste her time today and that she wants her replacements. She is refusing to provide details to complete the call.